Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) -urinary problems; undefined recurrence. Additional narative: it was reported that following the procedure the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, vaginal scarring, and mesh migration. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/02/2016. It was reported that the patient underwent surgical procedures on (B)(6) 2007 and tvt was implanted. It was reported that the patient concurrently underwent extrafascial colpopexy (sacrospinous), suprapubic tube and cystoscopy. It was reported that patient underwent mesh excision on (B)(6) 2007 by dr. (B)(6) due to exposure.